Event description:
As reported by the end user, dr. (B)(6) used nanoknife to treat an ovarian lesion, approx 1.4cm in diameter, located against the rectum. Dr. (B)(6) performed a hydrodissection of the rectum away from the nanoknife probes to prevent damage to the rectum. A small needle was inserted near the rectum to deliver the d5w used to hydro-dissect the rectum. The pt had a pudendal nerve injury resulting in severe pain and numbness. The pt was discharged after an eight day hospital stay and still had pain when she left. The pt is scheduled for a follow up visit the week of the (B)(6) of november.

Manufacturer narrative:
This MDR is being filed for possible nerve damage requiring unanticipated prolongation of hospital stay. Additional clinical info has been requested. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.